Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was implanted into a narrow posterolateral vessel. The lv lead exhibited phrenic nerve stimulation in lv1 and lv4 configurations. Threshold measurements were not performed using an analyzer; instead, the hospital measured thresholds, amplitudes, and lead resistance values using the stimulator typically used for ablation. Based on the results, only the polarities related to lv2 and lv3 were judged to have clinically acceptable thresholds, and the lv lead was placed accordingly. After all leads were placed and connected to the cardiac resynchronization therapy defibrillator (crt-d), only the polarity associated with lv1 exhibited high to undefined high lead pacing impedances. No abnormal findings were observed for the other polarities. No noise was detected. Multiple measurements of lv lead impedance were performed, and considering the possibility of a loose pin, reinsertion into the connector was carried out, but the lv1 impedances remained high. The decision was made to not use the lv1 configuration. The implant procedure was completed and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.